Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report: 3006705815-2018-00002. It was reported the patient experienced uncomfortable left leg stimulation. Reprogramming was attempted to no avail. Per the orthopedic physician, the patient had cysts that was potentially irritating the nerves on the left leg. Surgical intervention is planned to address the issue.

Event description:
Device 2 of 2 : reference MFR. Report: 3006705815-2018-00002. Follow-up identified the patient underwent surgical intervention on (B)(6) 2018 to explant the entire system.